Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "abc button defective" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the #1 key (abc). The keypad required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's "abc" button was defective found in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the service history record was reviewed and the device has previously been serviced but not within the last 12 months. There is no indication that the parts replaced during servicing caused or contributed to the reported event.